Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level and diabetes ketoacidosis. Customer¿s blood glucose level was 700 mg/dl. Current blood glucose level of customer was 109 mg/dl. The customer stated they stopped taking steroid eye drop when they noticed high blood glucose level. Customer stated that they were using cold insulin in the reservoir. In the hospital they run a bolus in the air and said that only a small amount of insulin dripped out. Customer also said there was a air bubble in the reservoir. Customer was treated with insulin intravenous drip in hospital. Customer was also treated with manual injection or insulin pen. Customer was sick or unwell. Customer declined to check for air bubble issue. The insulin pump will be returned for analysis.